Manufacturer narrative:
Batch review performed on 28 december 2020: lot 179114: 122 items manufactured and released on 26-mar-2018. Expiration date: 08-mar-2023. No anomalies found related to the problem. To date, 111 items of the same lot have been already sold without any other similar reported event. Two previous cases on the same lot were reported due to unscrewing. Other implant involved in the event: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 175037 batch review performed on 28 december 2020: lot 175037: 100 items manufactured and released on 15-mar-2018. Expiration date: 07-mar-2023. No anomalies found related to the problem. To date, 93 items of the same lot have been already sold with another similar reported event.

Event description:
Revision surgery performed 1 year and 5 months after the primary surgery due to dissociation of the glenosphere from the baseplate. The glenosphere and a polyaxial screw, that protruded of about 2 mm, have been revised.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director. 1.5 years after rsa the glenosphere dissociates from the baseplate at revision surgery, it is found and reported that one of the baseplate locking screws was protruding from the baseplate and therefore it prevented the glenosphere from finding its proper seating on the taper spigot. We cannot determine if the protrusion of the screw was present from the index surgery or if it intervened later on. The root cause for the dissociation appears to be uncomplete seating of one baseplate fixation screw.